Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a ruby coil lp, a lp system detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two ruby coil lps into the target vessel using the handle. While advancing a third ruby coil lp, the physician experienced resistance. While attempting to retract the ruby coil lp, the ruby coil lp unintentionally detached within the lantern. The physician used a hemostat to remove the lantern containing the detached ruby coil lp. After removal of the lantern, the physician noticed that the lantern was also stretched at the distal end. The procedure was completed at this point. It was reported that the target vessel was sufficiently embolized. There was no report of an adverse effect to the patient

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.